Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified first right posterolateral branch. A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at up to 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and contrast in the inflation lumen and balloon. The balloon, marker bands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a longitudinal tear in the balloon wall 12 mm from the middle to the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified first right posterolateral branch. A 3.75 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at up to 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.